Event description:
The facility representative reported a colleague infusion pump with failure code 500:320. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. This is involving a pump with software version 6.13.90 which is categorized as colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of 500:320 failure code was confirmed during review of the event history log. The assignable cause was the lock key being held for greater the 50 secs. No repairs were performed for the reported condition. This issue has been escalated to CAPA. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information become available, a follow-up medwatch will be submitted.